Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging issues with a dreamstation auto device that was returned to a third-party service center. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that couldn't be able to power on, power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The device was scrapped. There was no report of serious injury or harm.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power supply of the unit was corroded. Secondary findings include dust/ dirt contamination present inside the device . In addition, the devices was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.